Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed to power on. The customer attempted troubleshooting, including pulling the machine out to verify that it was properly connected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was failed to power on. A field service engineer found that the drawer 4.1 and drawer 4.2 were detected on the main system but were not detected on the bus, shut down the station, opened the back panel, and accessed the rear of the drawer, tested the controller boards using a multimeter and identified drawer 4.2 as the source of the issue, replaced both the module interface board and the drawer controller board, reinstalled the back of the drawer, and closed the panel. After powering on the station, recovered the drawer, and it passed the diagnostic test successfully. The system functioned as intended after the field service engineer repaired the device.